Event description:
Additional information received on 10-oct-2023 via email. The event date was updated from unknown to 26-apr-2023.

Manufacturer narrative:
Updated.

Event description:
It was reported, that the trach tube was set and found leaking after 2 days in use. The airway surface of the patient is confirmed smooth, which checked in hospital. No injury reported.

Manufacturer narrative:
B3: date of event is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr, 803.56 when required.

Manufacturer narrative:
Device evaluated by manufacturer, h3 - device evaluated by manufacturer, and h6 - evaluation code: updated device evaluation: two units were returned for investigation in used condition without original packaging. Visual inspection showed that the cuff in both samples were torn. Functional testing confirmed the complaint when both devices failed the leak test. According to the instructions for use the device is to be checked if the product has any damage after being used and cleaned for subsequent uses in the patient, the root cause could be due to improper use of the product. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. No actions taken at this time due to root cause being improper use. Complaints will continue to be monitored.